Manufacturer narrative:
Additional narrative: subsequent follow-up with the customer, additional failure information was provided. The reporter clarified that the 10-minute delay in the surgical procedure stated in the initial report was the time needed for the user to figure out that a loose screw was preventing the drill from working properly. The surgery was completed successfully. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed on the device which determined the unit was not working. It was noted that the electronic control units¿ wire insulators were damaged, and the electric motor was worn form excessive vibration. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the battery oscillator device saw did not work. It was reported that the device was being used for the first time. It was reported that there was a 10 minute delay and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.